Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra soft lancing device does not fire. On june 10, 2008, this medical affairs specialist listened to the recorded call to obtain more information. After the lfs lancing device issue first occurred 4-5 days prior to contacting lfs, the patient reportedly had symptoms described as "lethargic, frequent urination, thirst, and sleepy." The patient indicated that after she was unable to test her blood glucose for a day and a half, she started to have the aforementioned symptoms. The patient reportedly promptly went to the store to purchase an off brand lancet device and tested on a backup meter at "170-180 mg/dl." The patient did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. The patient reported her symptoms were not severe enough to the point where she needed medical intervention from a healthcare provider. The patient reportedly drank a lot of water to treat her symptoms. It would have been helpful to know if the patient was still able to test her blood glucose 4 times per day after the onset of the reported issue, her food intake, diabetes medication regimen, and lfs meter readings prior to onset of her symptoms. It would also be helpful to know how the patient treated her symptoms, the duration of her symptoms, if she felt better after her treatment, and if her diabetes medication regimen was changed after the reported incident. During troubleshooting, the customer care advocate verified that the patient was using lfs lancing device according to instructions. The reported issue was not resolved with training. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of hyperglycemia after she was allegedly unable to obtain her blood glucose reading for 1.5 days due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the strips are returned. Lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.